Manufacturer narrative:
Weight- unk. Ethnicity - unk. Race - unk. Date rec¿d by MFR- this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/1.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Reportedly, after replacing the lens, the arch height is within the normal range."